Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third party service agent contacted physio-control to report that keypad on their customer's device would no longer properly respond to power button press. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Event description:
The third party service agent contacted physio-control to report that keypad on their customer's device would no longer properly respond to power button press. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
During evaluation of the device it was observed that the keypad was popping out of the device. After replacing keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The likely cause of the reported issue was a physically damaged keypad.